Manufacturer narrative:
The manufacture and the model of the mesh system that was implanted was not indicated. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was indicated that the patient was implanted with pelvic mesh products. It was reported that the patient experienced "severe and permanent physical injuries." That the patient "has endured, and will continue to endure substantial pain and suffering." It was also reported that the patient's injuries are "permanent," and will continue into the future. The patient was also indicated to have experienced infection, the need for additional procedures to remove and replace the products and/or the need for surgery as well as other severe and permanent health consequences.